Event description:
As reported per the edwards field clinical specialist (fcs), during prep of the 26mm rf3 delivery system, the team noticed the balloon was not maintaining pressure/volume. They noticed fluid dripping out of the wire port when they pushed more volume into the balloon. The stop cock was replaced and the same thing occurred. The team connected a syringe to the balloon port and inflated the balloon. Once again, fluid continued to drip from the wire port when the balloon was filled. They elected to open a new delivery system and proceed. A successful valve implantation followed.

Manufacturer narrative:
The delivery system was returned in a used condition. The delivery system was visually inspected for physical defects or extraneous matter (such as cracks, etc.) With x2.5 magnification. No visual abnormalities were observed. In an effort to recreate the reported issue, functional testing was performed on the returned device to de-air the system and size the balloon. A leak was noted under the strain relief, which would not allow the device to be de-aired and it was not possible to size the balloon, per procedure. Upon removal of the strain relief, a partial separation of the outer shaft tubing was observed. Investigation into this failure mode identified tow possible causes: operator improperly latching the card tray handle strap, and during shipping the card tray handle strap inadvertently becomes unlatched due to vibration or impact from the shipper box being dropped. Operator inadvertently cutting/scoring the balloon shaft during the heat shrink removal from the temporary y-connector after pleat and fold operation and insufficiently securing the handle strap during final packaging. Two re-trainings were provided. One to the packaging operators on ensuring that the card tray handle strap is properly engaged with the rf3 assembly; one to the manufacturing operators to cut the heat shrink tubing on the temporary y-connector during removal of the heat shrink and avoid cutting on the balloon shaft side. Both re-trainings were conducted prior to the date of manufacture for this device. A manufacturing defect was confirmed on the returned sample. No labeling or IFU/training inadequacies were identified. A risk assessment was performed and a CAPA was opened to address the issue.

Manufacturer narrative:
The device will be returned to edwards. The investigation is ongoing.